Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 256 mg/dl at the time of incident. Customer treated with bolus. Customer had headache. Customer stated that there was no air bubbles and leak. Customer was using 670g minimed system. Customer was not using auto mode feature. Customer alleging the insulin pump because customer had issue with blood glucose level. Customer did received change sensor alert. The device will not return for the analysis.